Event description:
Patient was brought in for scheduled endoscopic endonasal tumor resection. Surgeon was working in patient's nose using a needle point bovie tip which is in the head and neck tnta pack ((B)(4)). Surgeon used cautery on patient when tip of bovie melted off into the patient. Surgeon obtained the portion in the patient. A small 2mm burn was noted on patient's sella bone. Discontinued bovie machine ((B)(4)) and used a new bovie machine ((B)(4)) and needle point bovie tip.